Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('just had my removal surgery almost three weeks ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("extreme fatigue"), arthralgia ("joint pain"), diarrhoea ("diarrhea"), anxiety ("anxiety"), hypoaesthesia ("numbness in my hand"), headache ("headaches") and abdominal pain lower ("constant cramps"). The patient was treated with surgery (removal surgery). Essure was removed. At the time of the report, the medical device removal, fatigue, arthralgia, diarrhoea, anxiety, hypoaesthesia, headache and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, diarrhoea, fatigue, headache, hypoaesthesia and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. New events extreme fatigue, joint pain, diarrhea, anxiety, numbness in my hand, headaches, constant cramps was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('just had my removal surgery almost three weeks ago') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('just had my removal surgery almost three weeks ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("extreme fatigue"), arthralgia ("joint pain"), diarrhoea ("diarrhea"), anxiety ("anxiety"), hypoaesthesia ("numbness in my hand"), headache ("headaches"), abdominal pain lower ("constant cramps") and bladder disorder ("before essure always had a strong bladder"). The patient was treated with surgery (removal surgery). Essure was removed. At the time of the report, the medical device removal, fatigue, arthralgia, diarrhoea, anxiety, hypoaesthesia, headache, abdominal pain lower and bladder disorder outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, bladder disorder, diarrhoea, fatigue, headache, hypoaesthesia and medical device removal to be related to essure. Concerning the injuries in the case, the following ones were described in patient's social media report: bladder disorder quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media report: new reporters and event bladder disorder added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('just had my removal surgery almost three weeks ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("extreme fatigue"), arthralgia ("joint pain"), diarrhoea ("diarrhea"), anxiety ("anxiety"), hypoaesthesia ("numbness in my hand"), headache ("headaches"), abdominal pain lower ("constant cramps"), bladder disorder ("before essure always had a strong bladder") and contusion ("bruise"). The patient was treated with surgery (removal surgery). Essure was removed. At the time of the report, the medical device removal, fatigue, arthralgia, diarrhoea, anxiety, hypoaesthesia, headache, abdominal pain lower, bladder disorder and contusion outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, bladder disorder, contusion, diarrhoea, fatigue, headache, hypoaesthesia and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: bruise. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('just had my removal surgery almost three weeks ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("extreme fatigue"), arthralgia ("joint pain"), diarrhoea ("diarrhea"), anxiety ("anxiety"), hypoaesthesia ("numbness in my hand"), headache ("headaches"), abdominal pain lower ("constant cramps"), bladder disorder ("before essure always had a strong bladder"), contusion ("bruise") and hot flush ("hot flash"). The patient was treated with surgery (removal surgery). Essure was removed. At the time of the report, the medical device removal, fatigue, arthralgia, diarrhoea, anxiety, hypoaesthesia, headache, abdominal pain lower, bladder disorder, contusion and hot flush outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, bladder disorder, contusion, diarrhoea, fatigue, headache, hot flush, hypoaesthesia and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new event hot flash was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('just had my removal surgery almost three weeks ago') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.